Manufacturer narrative:
It is reported during use in the patient the thumbswitch would not turn off. The device was safely removed from the patient, no deformation was observed to the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a silverhawk during treatment of a calcified lesion in the patient¿s mid anterior tibial artery. Moderate calcification and tortuosity are reported. Lesion exhibited 75% stenosis. IFU was followed. Pre-dilation not performed. It is reported the blade would not advance back into the housing unit. The device was replaced to complete the procedure. No injury reported.